Event description:
Customer's device = 511 mg/dl. Customer's friend called the doctor at the veterans administration emergency room (va ER). Va ER told customer to take an extra 500 mg/dl melformin pill. Device = 470 mg/dl 30-45 minutes later. Customer did not feel well and vision blurred. Customer went to va ER at 11:30 (device = unknown). Doctor gave customer 14 units inuslin and was sent home. The next day customer's device = 450 mg/dl. Customer went to va ER at 10 am and customer's device = 397. Va ER device = 298 mg/dl. No treatment was given. A requst was made for return product and replacement product was sent.